Manufacturer narrative:
H3 evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the uniboard and dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the lcd screen is blank upon powering the system on. The request to service the system. There have been no interruptions in the breast biopsy. There have been no patient consequences reported.